Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: "tornado": preventive replacement of o-rings performed. Acc. To sb13f317. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced unit cleaned. Functional test performed. Functional test completed. Safety test checklist enclosed. Electrical safety test completed. Hipot test completed. As per the input check report motor sticks, short circuit in the motor cable is the root cause for the reported failure. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Event description:
It was reported by the affiliate in (B)(6) that the 8022 hand pc tornado shaver device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.